Event description:
Customer reported being unable to find pt data which had been downloaded for 3 days in 2005. Customer alleges data from 12 devices was downloaded and only data from 3 devices was captured. Customer ceased downloading device data. A request was made for product return and replacement product was sent.